Event description:
It was reported that the patient has had a ¿number of problems¿ (which the patient did not specify) on weekends and the health care providers (hcp) were not available. The patient stated the company did not have enough affiliated health care providers and the hcp¿s do not have a hospital or are not available on the weekends. The hospitals do not know about the device and ¿think the patient just wants drugs.¿ reportedly, the hcp had tried numerous drugs that did not work and currently the patient has a ¿cocktail.¿ the patient was considering having the pump removed and also thought about moving to (B)(6). He requested a physician listing as the health care provider (hcp) the patient called did not do ¿cocktails.¿ the patient was also taking oral medications. It was not known what medication this device system delivered at the time of these ¿problems.¿ however, currently the device system delivered sufentanil, clonidine, bupivacaine, and baclofen.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).